Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es auxiliary, a drawer had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-2 was showing as failed, and pocket b3 had also failed. Neither the drawer nor the pocket could be recovered by the user. A field service engineer powered down the station and reset the row board connection on the drawer controller board. After this, the cubie pocket appeared on the bus. The user was then able to successfully recover both the pocket and the drawer. The system functioned as intended after the field service engineer repaired the device.